Manufacturer narrative:
(B)(4).

Event description:
It was reported loss of capture was observed. The patient was asymptomatic. The patient has been scheduled for a lead replacement. No further information is available.